Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the sponge was detached and passed down scope channel after numerous device passage. A water soluble lubricant was applied to the top of the biopsy cap prior to use. The sponge was retrieved from the patient using biopsy forceps. Reportedly, the procedure was cancelled/rescheduled due to this event. There were no patient complications reported as a result of this event.